Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error detected and low battery alert. The power management tool confirmed power error detected and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a power error detected alarm. They inserted a new battery when the red light on the insulin pump stopped blinking but the problem persisted. The customer¿s blood glucose level was unknown. The device will be returned for analysis.